Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage at the base of the blade. One of the blade edges was indented. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The tip cover was returned with RMA 301759180010. The returned part was returned with a part failed component as an incidental return. There is no reported complaint against this part. Additional observation not reported by site: the tip cover was found to have gouge damage. The gouge damage is located at the distal end. A piece approximately 0.043" x 0.109" was missing and not returned with the tip cover. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted, surgical procedure, the monopolar curved scissors (mcs) no longer cut. The procedure was completed with no reported injury.